Event description:
Product was returned with no information.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis of the pump revealed s1 normal battery depletion. Analysis of the catheter revealed the pump connector of the catheter was incorrectly assembled. The catheter was returned with part of the pump connector modified with a non-medtronic product. Several leaking locations were found during catheter pressure testing.